Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of event will be used as (B)(6) 2019 - the date of the aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 64mm. From (B)(6) 2016 to (B)(6) 2018 the follow up angiography determined that the maximum diameter of the aortic aneurysm/lesion decreased in size from 61mm to 57mm. On (B)(6) 2019 a cta revealed that the maximum diameter of the aortic aneurysm/ lesion was 63mm. On an unknown date, a type ii endoleak was found. Reportedly, on (B)(6) 2020, the patient underwent the embolization procedure to treat the type ii endoleak and the aneurysm enlargement. No further adverse events have been reported. The patient tolerated the procedure.